Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was dislodged when adjusting the final slack. The helix was retracted while observed under fluoroscopy. The physician tried to reposition the atrial lead, but the helix failed to extend. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.